Manufacturer narrative:
E1. Initial reporter phone: (B)(6). D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to ngen pump approved under p990071. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure where a ngen pump was used. It was reported that the ngen¿ pump was irrigating at lower flow rate than indicated. They reseated the tubing; however, the issue remained. When they rebooted the pump, the issue was resolved and the case continued. There was no error displayed while the irrigation was low. The catheter was not inside the patient when the low flow was observed. The physician noticed a lower than usual flow when flushing the catheter outside the body. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that the ngen¿ pump was irrigating at lower flow rate than indicated. Hardware investigation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. It was not duplicated; low irrigation flow rate was resolved by rebooting the ngen pump. System is ready for use. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).